Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 3.6 mmol/l, 3.2 mmol/l and 13.0 mmol/l. Patient treated with coke before the 3.6 mmol/l reading and in between the other readings. No death or serious injury reported. Requested return of suspect device for evaluation.